Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. 4 months later, the patient presented with return of back and left leg pain which was mild in intensity. A CT scan and lumber myelogram performed in 2000 was negative for adhesion of disc herniation. At that time the patient was referred to a pain management group. At the time of case report form completion the patient was continuing with treatment. The investigator noted "epidural fibrosis" as a possible explanation for the event.